Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a couple days after implant, the patient was experiencing diaphragmatic stimulation. An xray taken suggested that a perforation had occurred. The lead was repositioned, and remains in use. No further patient complications have been reported as a result of this event.